Event description:
During a follow up call the customer reported hospitalization 4 times since 2008 with high blood glucose. The first time they were treated for possible infections. The last time the customer was admitted for diabetic ketoacidosis with blood glucose of 790 mg/dl which was treated for 24 hours and went down to normal. They reconnected the insulin pump and the infusion set and the blood glucose started increasing again. The doctors recommended changing the infusion set, which resolved the issue. The doctors diagnosed site issue. The customer did not have a chance to check the cannula. The customer's most recent blood glucose was 98 mg/dl and was in the intensive care unit. The customer stated having differences between sensor glucose and blood glucose readings. Usually on the 5th day of sensor use it dies, without registering anything. The customer practices correct insertion and site preparation methods and is using blood glucose readings for treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.